Event description:
It was reported that during the procedure, an 8.0x80 on a 135cm armada 35 dilatation catheter was advanced to a lesion in the femoral artery. The armada balloon was inflated without issue to 8 atmospheres with good results. The balloon was then deflated without issue. However, during retraction of the catheter through the 6f non-abbott sheath, the balloon could not fit through the sheath; therefore, the physician stopped retracting the catheter and exchanged the 6f sheath with a 7f non-abbott sheath. The catheter was easily retracted through the 7f sheath. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, additional information received indicated that since the 8.0x80 on a 135cm armada 35 dilatation catheter was unable to be retracted through the 6-french sized non-abbott sheath, both the armada and 6-french sheath were withdrawn from the anatomy as a single unit. The 8.0x80 on a 135cm armada 35 had not been retracted through a new 7-french sheath as initially reported. Instead, a new 8.0x80 armada 35 was used with a new 7-french sheath; the new 8.0x80 armada 35 was able to be retracted from the 7-french sized sheath. No additional information was provided.

Manufacturer narrative:
(B)(4). Removed 7 french terumo.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has not yet been received. A follow-up report will be submitted with all additional relevant information.